Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 595mg/dl. The customer treated with insulin pump bolus. Customer's blood glucose value was 595mg/dl at the time of the call. Customer agreed to troubleshoot for high readings. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The product will not be returned for analysis.